Event description:
The event is reported as: it was difficult to pass a suction catheter through the et tube during intubation. No injuries reported. Pt's condition is unk.

Manufacturer narrative:
Product has not been received for investigation at time of this report. A follow-up investigation report will be sent when completed.